Manufacturer narrative:
The device was not returned to arthrocare for investigation. Since the device was not returned for investigation, a complete investigation could not be performed. A lot history review was performed. The device lot met all specifications.

Event description:
On (B)(6) 2011, the pt underwent a hip arthroscopy procedure, using a multivac 50 xl icw arthrocare wand. Allegedly, one electrode from the distal tip of the wand began to peel away and one of the electrodes came off in the pt's hip. A c-arm was used and it was noted that the electrode was extra-capsular. The electrode ball was left in the surgical site, and the surgeon has no plan to re-operate to remove the detached electrode. No pt injury or adverse effect to the pt was reported.